Event description:
Catheter was being removed. As tension was applied, there was a sudden give on the catheter. A chest x-ray showed a catheter remnant in the right atrium. The patient was taken to the cardiac catheterization laboratory. The portion of the cather was removed with the use of snare. Patient is doing well and was discharged on 8/12/93.